Manufacturer narrative:
Manufacturer reference number: (B)(4). Reference (B)(4) and (B)(4) for remaining reports. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Article source information: aloji, l., gurtler, t., weber, g. "Ein faden mit tücken". Swiss medical forum ¿ forum médical suisse 2016;16(2):53¿54.

Event description:
According to the reporter: from studying literature I have seen that the usage of v-lock suture in abdominal at tapp surgeries lead to intestinal obstruction (3 incidents described in literature). Also there are also after gynecological surgery an reported incident which is at court known. An (B)(6) year old patient returned to the hospital 3 weeks after a tapp procedure with recurrent strong colic abdominal pain. A MRI was performed and an issue with the small intestine was noted. Clinical examination showed elevated leukocytes. Computer tomography of the abdomen showed issue with the small bowel. A bowel obstruction was noted due to the vloc suture wrapping around the intestinal mesentery. A resection of the suture was performed as well as a complete small intestine revision. Patient post-op recovery was uneventful. Patient went home 6 days after post-operation. Aloji, l., gurtler, t., weber, g. Ein faden mit tücken. Swiss medical forum ¿ forum médical suisse 2016;16(2):53¿54.